Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: the actual product was returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted as expected and the suture piece the end was noted with marks and cut that appears to be by use of a surgical instrument. In addition, a functional test was performed and the tensile force were above the minimum requirements. The other section of the suture was not sent. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Per the condition of the sample, the assignable cause was an improper handling .

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture thread got cut while putting the knot. There were no adverse patient consequences reported. No additional information was provided.